Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the self-adhesive of the infusion set was wet with insulin. It was alleged that this occurred with 10 infusion sets from the same box. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.